Event description:
Per the clinic, the patient experienced pain, tinnitus and swelling at the implant. It was also reported that the patient experienced a mastoid infection. The patient was treated with antibiotics; however, the issue could not be resolved.

Manufacturer narrative:
(B)(4). Implanted device remains.